Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
Additional information indicates that the patient's system was reported as ineffective due to the ipg being inoperable due to end of life. There is no alleged stated deficiency or malfunction of the device

Manufacturer narrative:
Correction: h6 updated to reflect that there is no issue with the device. Per additional information received, the device is no longer reportable.